Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 600 mg/dl. The customer¿s current blood glucose was 415 mg/dl. The customer treated with insulin pump. The drive support cap was normal. Customer was alleging possible pump under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, scratched case, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and stained end cap sticker.